Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va19wvz, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Additional information from the manufacturer representative (rep) reported the patient was implanted on (B)(6) 2016 and was put on cipro on (B)(6) 2016 due to possible infection. The rep noted the patient was seen in the office on (B)(6) 2017. The office noted stated that ¿still with purulence and bloody drainage from the lead incision site, minimal improvement since starting cipro last week.¿ the rep noted the urinary symptoms were under control. The rep noted augmentin 875 mg was prescribed on (B)(6). The rep noted the patient was seen back on (B)(6) 2017 where the exam note stated ¿the battery site looked good. Lead exposed at skin incision, infected lead.¿ the rep noted interstim was removed and the patient was told to continue on augmentin. The rep noted the removal took place on (B)(6) 2017. The rep stated there were no diagnostics in the office notes. It was noted the patient was seen back on (B)(6) and the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va19wvz, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient presented with signs of possible infection at the lead incision site. Hcp indicated they put patient on antibiotics but the infection remains. It was noted that since antibiotic was unsuccessful; they scheduled explant the device on (B)(6) 2017. The issue was not resolve at time of the report. The patient status was noted as alive, no injury.